Event description:
It was reported that the customer's pump screen was dark and would not turn on, accompanied by a red led flashing and the pump beeping and vibrating periodically. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who confirmed understanding of how to put the pump into storage mode and agreed to return it using a pre-paid label within ten days. The customer intended to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.